Event description:
This case was reported by a consumer and described the occurrence of numbness in feet and toes in a female patient who received gsk denture adhesive (formulation unknown) (poligrip) for an unknown drug indication. A physician or other health care professional has not verified this report. The patient had used poligrip for many years. On an unknown date, the patient started gsk denture adhesive (formulation unknown) (unknown). In 2006, the patient experienced numbness in feet and toes, loss of balance, blood pressure abnormal and abnormal heart rate. In the last two years, the symptoms "had dramatically increased." The patient had consulted her doctor. At the time of reporting, the outcome of the events was unknown. Additional information from computerised medical records received (B)(4) 2011: it was noted in the records provided (dated (B)(4) 2006) that the patient had experienced panic attacks with palpitations and shaking, and could not identify the trigger. It was recorded on (B)(4) 2010 that the patient had "numbness in fingers and toes - thought to be due to dental fixative 'poligrip' - now using 'fixodent' - still getting numbness in toes. Had numbness for 10 years, using poligrip for this time - since 1984 - was using quite a lot last year until new dentures made last year." Blood tests on (B)(6) 2010 showed serum vitamin b12 607 ng/l (normal range 191-663) and serum folate 18.9 ug/l (normal range 4.6-18.7). No reference to any tests for copper and/or zinc levels in blood was identified in the records provided. The patient provided a statement of circumstances in which she reported that she had been using poligrip since 1984 and had noticed a general deterioration in her health since 1998. In 2006, the patient reported symptoms of numbness in fingers and toes, dizziness, fainting, loss of balance, increasing nervousness, irritability, loss of concentration and forgetfulness. This case was assessed as being medically serious by gsk.

Manufacturer narrative:
(Super) poligrip is manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).